Event description:
It was reported that while the external pulse generator (epg) was being used, with a rate setting of 50 bpm, a 110 bpm pacing rate was confirmed on an electrocardiogram. The device was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the flexible tape was out of specification and the contact for the connector was out of specification.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions..